Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. X-rays showed findings most suggestive of loosening of a left elbow arthroplasty mainly along the humeral component with fractured cement, likely as a result. Osteolysis of the ulnar component is also present. Device history record (DHR) was reviewed and no discrepancies were found. Root cause is attributed to patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Additional concomitant medical products: 32810502501, pin/bushing replacement kit small/regular, lot 63386323; 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, lot 63601788.

Event description:
It was reported that approximately 18 months post implantation, the patient underwent a revision of the humeral component due to loosening. Attempts have been made and no further information has been provided.